Event description:
It was reported that during a shoulder arthroscopy, the distal end of the super turbovac 90° wand electrode broke and a fragment of metal was lost; however, device did not come into contact with the patient. It was not found in the surgical site and the postoperative x-ray did not show any trace of the metal fragment. The surgery was resumed without any surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned instrument shows no manufacturing abnormalities. The electrode is worn off in the center, detaching a section. The cable and tubing are both severed off the product leaving only a small section coming from the base of the unit. Product was out of the original packaging. Only an outer packaging was returned which has no identification on it. Functional evaluation found the opened device could not be tested as the cable and tubing are both clean cut off preventing functionality. The complaint was confirmed and the root cause was associated with unintended use of the device. (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. (4) activating the device above recommended settings for prolonged periods of time. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.